Event description:
It was reported that a remote transmission was reviewed after the patient received five appropriate shocks. The first four failed to terminate the ventricular fibrillation and the fifth one did. Upon reviewing the transmission, it was noted that there was one episode of atrial undersensing detected in the ventricular fibrillation zone. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.